Manufacturer narrative:
Pump passed displacement test and self test. Pump error 53/4 alarm found in the pump history. Unable to determine the root cause, problem isolated to the pcb2. (B)(4).

Event description:
It was reported that the insulin pump had motor arm cannot communicate with the main arm alarm during basal. Customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.